Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with cervical spondylotic myelopathy; and underwent anterior cervical discectomy and fusion at c4-c6 and corpectomy was performed at c5. On an unknown date, post-op, the alleged screw along with 3 more screws backed-out. Sinking of a titanium mesh implant was also observed. The patient sometimes experienced right shoulder pain around the time when sinking of this mesh implant was reported. Hence, the patient underwent a revision surgery, in which all the 4 backed-out screws were removed and were replaced with longer screws. The anterior plate (that was inserted in the previous surgery) came off together with the screws and was used again by performing fixation with longer screws. Although there was sinking of mesh implant, it appeared to be fit in its position; hence, it was not removed and was left implanted in the patient's body. "Lms" was inserted from posterior side into c4-c6 and was fastened with rod and crosslink.